Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv (lap top ventilator) 1200 stated that device is not delivering breaths. The customer confirmed that there is no patient involvement.